Manufacturer narrative:
Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, ubd: 30-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was implanted and an impedance test was carried out using a twist lock screening cable and clinician tablet at 3.0v. Contact 3 showed impedance of >20k ohms. The screening cable was disconnected, the lead and cable were visually inspected with no damage visible. The screen cable was reconnected and another impedance test was performed. The second impedance test resulted in the same high impedance value on contact 3. The surgeon opted to replace the lead and the issue was resolved. It was noted the lead was bent after it was explanted from the patient, and was not bent during the impedance testing.